Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: implant is "leaking and deflated".

Event description:
Patient reported left side "leaking and deflation" observed during explant surgery. The device has been explanted.